Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged which was determined during routine follow-up. The rv lead was explanted and out of service. No additional adverse patient effects were reported.